Manufacturer narrative:
(B)(4).

Event description:
The patient complained that the ins was uncomfortable right at the belt line and had a pocket revision performed on (B)(6) 2014. The patient¿s doctor moved the ins about 3 inches higher. The patient was happy with stimulation and was doing fine post op.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).